Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed, once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that a battery and booklet icon appeared on the screen and that the uom setting of their locked freestyle flash blood monitor can be changed. There was no report of death, serious injury or mistreatment associated with this event.